Event description:
It was reported that during a device follow-up a lead integrity alert (lia) was discovered in reference to the right ventricular (rv) lead oversensing, and varying impedance levels. It was also noted that a high number of short interval counts (sic) had been detected and possible insulation damage is suspected. An intervention was done and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).